Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box did not show any evidence of short battery life. The returned battery cap was able to fully tighten. Investigation revealed that the battery compartment was cracked. The pump powered on normally with the returned battery cap and successfully completed rewind, load, and prime steps. Current draws were found to be within required specifications. The pump casing was removed and no internal defects were found. The complaint of short battery life could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the audio bolus button cover was torn but the button was still responsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a short battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.